Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump received motor error and motion sensor test failure alarm during rewind error alarms. The customer¿s blood glucose level was 315 mg/dl at the time of the incident and treated it with manual injection. The customer reported that the drive support cap was normal. The customer the insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery. Unable to verify motion sensor test failure alarm and no delivery alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.